Event description:
I'm a type 1 diabetic for decades. I have used dexcom g6 for many years w/o major issues. I switched over to the dexcom g7 in 2025 and have had continual issues. These issues include premature failure (not lasting the 10 days) and inaccurate glucose readings (requiring finger blood testing to recalibrate the dexcom g7) and missing readings. I have contacted dexcom and they have send replacement sensors when they occur. I have talked with my endocrinologist and she told me that other patients have had these same issues with the dexcom g7 and not with the g6. The dexcom g7 was supposed to be a better cgm than the dexcom g6. This absolutely isn't true. The cgm is a critical medical device that needs to work properly all the time for diabetes that could leave to patient hospitalization and possible death. This is a major issue that I'm sure the FDA is aware of and that should be pursued expeditiously with the manufacturer. I'm providing a photo of the g7 product (currently in use) as reference for the same g7 product that I have continually use. It doesn't mean that this specific current in use g7 is one that has failed. Failures are random. Thanks, (B)(6).